Event description:
It was reported that the atrial lead exhibited high thresholds of 7.5 v at 1.2 ms, intermittent capture and noise. A chest x-ray found that the lead had dislodged. The lead was explanted and replaced. During the replacement surgery, it was observed that the lead was too long which resulted in too much slack.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.